Manufacturer narrative:
The returned personal diabetes manager was evaluated and found to be functioning within specifications. No malfunction or product defect was detected that could have caused or contributed to the pt's reported high blood glucose. The cause could not be determined. The omnipod user's guide stresses the importance of frequent monitoring of blood glucose in order to detect conditions early and treat them promptly.

Event description:
Pt transported to the hospital by ambulance at 9:40 pm on (B)(6), at which time her blood glucose measured >600 mg/dl, and was admitted into the ICU. Prior to ambulance visit, she had been vomiting all day and didn't eat much. She felt too incapacitated to check her blood glucose so she just kept giving herself boluses. She was on an insulin drip and also using the device while there. It took 48 hours to finally stabilize her blood glucose using both. She stated the hospital wanted her to call us because the omnipod system is at fault. The omnipod used prior to hospitalization was discarded. She came home and now her blood glucose is 119 mg/dl with a new omnipod she placed while at the hospital. No personal diabetes manager settings were changed.